Event description:
The customer reported that there was a clear fluid leak of approximately 5 ml from the hmx autoloader. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed that he found the instrument leaking clear fluid on the right front corner. The lyse line (lytic reagent) had come off the fitting going to the peltier module and the diff sample line from the bsv to the mixing chamber was plugged. He reattached the tubing to the peltier module and replaced the sample line from the bsv to the mixing chamber to correct the problem. Upon recur of the disconnected lytic reagent line failure mode identified; is likely to generate erroneous wbc and hgb results due to improper lytic reagent delivery. (B)(4).